Event description:
It was reported to boston scientific corporation that during a percutaneous transhepatic cholangiodrainage (ptcd) procedure using a jagwire, it was noticed after the physician retracted the jagwire from the liver, that the tip of the jagwire had detached inside the patient and fragmented into three pieces. The physician reportedly tried, but was unable to retrieve the pieces from inside the patient. The physician expects the pieces to pass away from the liver along with the bile, through a tube that was placed to drain the bile from the liver. If the pieces do not pass away from the liver on their own, the patient reportedly might undergo surgery to have the pieces removed. The procedure was completed with this device and the patient is reportedly "stable" post-procedure. No further information has been forthcoming about this event.

Manufacturer narrative:
Device evaluation: the unit was received inside the opened original pouch. The pebax section was damaged. The device was skived and missing pebax along 1.5 cm at flare toward the distal tip. The condition of the returned incident device was consistent with the complaint that the distal tip was detached. A review of the device history record was performed; no anomalies were noted. No similar complaints have been reported for this lot. The jagwire high performance guidewire is back-loaded through a pre-placed catheter. The wire has evidence of having come in contact with a sharp metal instrument. The directions for use (dfu) state ¿caution: do not use with metal-tip catheters. Withdrawing the guidewire through a metal tip catheter may damage surface of guidewire". Furthermore the dfu states "dip the distal tip (the non-striped dark portion) in sterile water to activate the hydrophilic coating. This will make the coating lubricious for selective cannulation¿ and "use a single-use sphincterotome to ensure that the material between the lumens has not been compromised". As a result of this investigation, this complaint has been assigned the most probable root cause of caused by other device. (B) (4).

Event description:
It was reported to boston scientific corporation that during a percutaneous transhepatic cholangiodrainage (ptcd) procedure using a jagwire, it was noticed after the physician retracted the jagwire from the liver, that the tip of the jagwire had detached inside the patient and fragmented into three pieces. The physician reportedly tried, but was unable to retrieve the pieces from inside the patient. The physician expects the pieces to pass away from the liver along with the bile, through a tube that was placed to drain the bile from the liver. If the pieces do not pass away from the liver on their own, the patient reportedly might undergo surgery to have the pieces removed. The procedure was completed with this device and the patient is reportedly "stable" post-procedure. No further information has been forthcoming about this event.

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.